Manufacturer narrative:
(B)(4). The device will not be returned for analysis per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00522.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure where metallosis was identified. The head and adaptor were removed and active articulation implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.